Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed. No electrical anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the distal tip measuring 40.2cm was returned for analysis. External insulation abrasion was noted at 9.4-10.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.